Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect main printed circuit board (pcb) component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main pcb for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresolved "motor fault and transducer (xdcr) error alarm. The customer also reported the ventilator device not ventilating. The customer evaluated the device and determined the likely cause of this failure was the main printed circuit board. The customer stated no patient involvement with this event.